Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy thoracoscopic segmental resection, while the device was being used in the dissection of lung parenchyma, the device was able to fire, but the jaws of the device locked on tissue and was removed by opening the jaw. A reload was reported to have not fired and also locked on tissue and was removed by opening the jaw. Another reload was also reported to have fired, but the distal staples of the stapler is not well formed, bending on the anvil side. The device replaced to resolve the issue in order to complete the course. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted that the loading unit was fully applied. The anvil was bowed. The clamp bar had broken out of the anvil. Due to the condition of the instrument and loading unit, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and broken clamp bar condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.